Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) failed final pack testing and was thus routed to the reliability assurance laboratory for further testing. Initial results indicate that this device's battery is prematurely depleting due to leaky battery bypass capacitors.